Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occurred. The 100% stenosed target lesion was located in a mildly tortuous and severely calcified artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for pre-dilatation. However, during first inflation at 5 atmospheres for 5 seconds the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event reported.